Event description:
The event is reported as: the staples are not closing. No injuries reported.

Manufacturer narrative:
Product has been received by manufacturer, but not yet evaluated, therefore , investigation report is complete at this time. A follow-up investigation report will be sent when completed.